Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for dystonia movement disorders, the patient reported that as of two to three years prior their recharger antenna cord has the wires showing. The patient stated that as a of a couple days prior now they cannot charge their ins all the way, but only to 50%. The patient gets all 8 coupling boxes when charging. The patient stated that they talked to their healthcare provider about the issue, and they were told to contact the manufacturer for a new antenna. A new antenna was sent to the patient. There were no symptoms reported. No complications or further complications were reported.